Event description:
It was reported that when the patient presented in-clinic for a 1-week wound check, increased capture threshold, decreased lead impedance, and decreased sensing were observed. X-ray revealed lead dislodgement. During lead revision, the lead was explanted due to an unrelated event. The lead will not be returned as it was concluded that the lead dislodgment was not due to the product. The patient was asymptomatic post-procedure.

Manufacturer narrative:
(B)(4).